Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient's parent that she underwent an appendectomy in 2005 and suture was used. The patient experienced pain in the area of the surgery. She underwent an exploratory laparoscopy which was normal. She then had a colonoscopy which showed that the suture did not dissolve from her appendectomy. The suture was removed during the colonoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported by the patient's parent that she underwent an appendectomy in 2005 and suture was used. The patient experienced pain in the area of the surgery. She underwent an exploratory laparoscopy which was normal. She then had a colonoscopy which showed that the suture did not dissolve from her appendectomy. The suture was removed during the colonoscopy.

Manufacturer narrative:
(B)(4). It was reported by the patient's parent that she underwent an appendectomy in 2005 and suture was used. The patient experienced pain in the area of the surgery. She underwent an exploratory laparoscopy which was normal. She then had a colonoscopy which showed that the suture did not dissolve from her appendectomy. The suture was removed on (B)(6) 2013. Since the removal of the suture the patient¿s pain has resolved.